Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: the pump case was removed and evidence of moisture corrosion were found on the motor printed circuit board. A visual inspection showed moisture in the display. Leak testing revealed the pump leaks at a pump case crack. The pump powered on with a functioning display. The pump was opened and moisture damage was found on the printed circuit board. Report late due to transition from vmsr program.

Event description:
On 29-jul-2019, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.